Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer addressed their bg with correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.